Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain and cloudy pd effluent. The patient was hospitalized one day after onset of the peritonitis event. During hospitalization, pd catheter was removed and the patient was switched to hemodialysis. Treatment for the event was unknown. At the time of this report, the patient was still hospitalized and was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that antibiotic treatment (drug, dose, route, frequency, and duration not reported) for the peritonitis was completed and the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.